Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Pump error confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pins 1 and 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
Customer reported via phone call that the insulin pump had a hard time hearing certain reminders. The customer¿s blood glucose level was unknown. Customer stated they were hospitalized due to heart and blood clots. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.